Event description:
Voluntary medwatch received states the right ventricular (rv) lead was surgically abandoned due to noise oversensing and insulation breach. The rv lead was replaced. There were no patient consequences.